Event description:
The customer reported that the system displayed an x-ray disabled error message. This resulted in a loss of imaging functionality. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply was adjusted. The system was then found to be operating as intended.